Event description:
Boston scientific crm received info that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead demonstrated oversensing of the pt's atrial rhythm on the ventricular channel. R-wave measurements were decreasing. The pt received an inappropriate shock for supra ventricular tachycardia (svt). It was suspected that the shock accelerated the pt's arrhythmia into ventricular fibrillation (vf). The pt subsequently expired.

Manufacturer narrative:
The device and defibrillation lead were returned. Upon receipt, the device was thoroughly inspected and analyzed. Visual inspection noted all seal plugs to be intact. The device was subjected to series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests. A review of the electrogram confirmed oversensing on the right ventricular channel and confirmed that the shock did accelerate the pt's rhythm into vf prior to the pt's death. A thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection revealed a separation of the gore covering from the medical adhesive (ma) at the proximal edge of the proximal shocking coil. Associated with this was a slight stretching of the proximal end of this shocking coil.